Event description:
This is an olympus loaner asset device that was inspected and found to have an air leak issue. There is no patient involvement. Upon evaluation of the returned device, it was observed that the adhesive of the objective lens is peeling. This is attributed to physical or chemical stress. This medwatch is being submitted for the reportable issue of peeling of the objective lens adhesive as observed during device evaluation.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the adhesive of the objective lens is peeling. This is attributed to physical or chemical stress. Other observations for the device: adhesive on distal end rubber coating (a-rubber) has a chip; due to pinhole on the universal cord, water tightness is lost; due to damage on charge couple device (ccd) unit, the image has white dots; label on video connector is peeled; video connector and video connector case have a crack; and a-rubber, video connector, light guide cover glass, light guide connector, switch (sw) sw1, grip, right/left plate, up/down plate, angulation lever, and control unit have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, to correct d5, and update d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.